Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was not feeling well and went to the emergency room for fatigue. The device battery was low. The device was removed and replaced. No further patient complications have been reported as a result of this event.